Manufacturer narrative:
The device was returned to the MFR for investigation. It has been determined that the tip of the rigid cannula tore the sheath as it was readvanced. It appears the sheath may have been bent over during readvancement due to the absence of a wire. Changes to the dfu are being considered. Inspection: a visual inspection of the separated catheter was conducted using an olympus video microscope at 10x magnification. A tear in the body of the sheath wall was detected 18mm back from the distal tip of the sheath on the outside bend of the sheath curvature. Analysis: the perforation of the sheath wall is a clear indication that the sheath was pierced by the rigid introducer. This was caused by the sheath being bent while trying to advance the rigid introducer or aggressive advancement of the introducer. Conclusion: the failure of this catheter was not due to a mfg and or design issue.

Event description:
During a transjugular liver biopsy procedure, the 7fr sheath was punctured as the metal cannula was readvanced. When the sheath was removed, the perforation was visible and the tip was still attached. There were no procedural complications reported and no injury to the pt.